Manufacturer narrative:
Event : lens rotation (30 degrees) "again", lens located outside the pupil, off-center and patient "feels image unfolding again." Found no zonular defect and "surgeon wants to explant for fear of major problems." Claim# (B)(4).

Manufacturer narrative:
Lens rotation was also reported. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -12.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. On (B)(6) 2019 reporter indicated that low vault with temporal/inferior decentration and with "doubling image and discomfort was reported. Doctor and patient do not want more interventions at this time." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.